Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred six days after the sensor had been inserted. He was running errands and was ¿feeling funny¿ but just thought it was because he was tired. He lost consciousness and emergency medical service was called. They checked his bg which was 44 mg/dl while the cgm was showing 87 mg/dl. He was treated with IV glucose and regained consciousness. At the time of the report the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The product was received, however was not evaluated because the sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.